Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: the pump powered on with an intact auditory and a continuous vibration alerts to a blank screen. The pump was opened up and disassembled; a single component (u19 rtc chip) failure was diagnosed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.